Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Visual inspection showed the poly insulation was flattened and torn apart. All the coils at this location were observed to be fractured. The damage location is approximately 33.8 centimeters (cm) from terminal pin. This damage appears to be initiated by a localized compressive stress on surface of insulation. The clinical observation was confirmed by analysis. Due to location and type of damage it was most likely caused by entrapment in the clavicle/ first-rib region.

Manufacturer narrative:
The lead was returned. Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed a loss of capture (loc) with noise and oversensing along with out of range pacing impedance measurements of less than 200 ohms. Fluoroscopy was performed upon which time a lead fracture was found. The lead was explanted and replaced successfully. There were no adverse patient effects reported.